Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service. Additional information was received which reported that this lead was surgically abandoned and replaced due to a suspected lead conductor fracture. An attempt was made to explant the lead which was unsuccessful. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedances measuring greater than 2,000 ohms. No adverse patient effects were reported. This product remains in-service.